Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic salpingo oophorectomy. Event description: during the procedure, the shaft of the device was bent. It was noted as a visible break but with all parts intact. No remnants of the device fell into the patient. The case was completed with the same device and had no other problems. There was no patient injury and the patient is doing fine. Product is available for return. Product updated to npr. Additional information received via medwatch #mw5147682 on 29dec2023: today we had a disposable epix laparoscopic grasper break during use. All parts of the instrument are intact (visible break), and no remnants of the instrument were found or left in the patient. Patient status: no patient injury and the patient is doing fine. Intervention: the case was completed with the same device.

Event description:
Procedure performed: laparoscopic salpingo oophorectomy. Event description: during the procedure, the shaft of the device was bent. It was noted as a visible break but with all parts intact. No remnants of the device fell into the patient. The case was completed with the same device and had no other problems. There was no patient injury and the patient is doing fine. Product is available for return. Product updated to npr: additional information received via medwatch #mw5147682 on 29dec2023: today we had a disposable epix laparoscopic grasper break during use. All parts of the instrument are intact (visible break), and no remnants of the instrument were found or left in the patient. Patient status: no patient injury and the patient is doing fine. Intervention: the case was completed with the same device.

Manufacturer narrative:
The event unit did not return to applied medical. A follow up report will be provided following the completion of the investigation. This report is to follow up mw5147682.